Event description:
It was reported to philips that the flexvision pc was frozen, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer checked the system remotely and confirmed that the flexvision pc was frozen. Review of the logfile shows flexvision error. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found error in the flexvision pc controlling the large monitor. To resolve the issue, the fse replaced the flexvision pc. The defective power supply was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.